Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient states was found unresponsive by husband. Patient's husband called paramedics and when they arrived administered intravenous glucose. Patient responded and regained consciousness. The patient did not report any injury or further medical intervention. Patient reported a current condition of feeling good, but experiencing some fatigue.

Manufacturer narrative:
(B)(4).